Manufacturer narrative:
Investigation summary: no samples (including photos) were returned for the reported issue of ¿getting peel back as well as the needle damaging the catheter¿ with lot number 8309969 regarding item # 391592 so the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. When investigated 8309969 for material number 391592 the DHR showed no reported qn during its production to release of the batch. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the current running production lots. The test results showed that all these characteristics confirmed to the product drawing specifications and therefore no root cause could be determined. As no samples and/or photo(s) were received the investigation concluded that bd was not able to duplicate or confirm the indicated failure. However, the team will continue to monitor and analyze these characteristics, which can potentially cause ¿peel back effect/tip damage¿. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. When we investigated the batch number 8309969 for material number 391592 and the DHR showed no reported qn during its production to release of the batch.

Event description:
It has been reported that the venflon I 20ga 1.0 mm x 32mm has been found experiencing 20 occurrences of damaged catheters during use. The following has been provided by the initial reporter: getting peel back as well as the needle damaging the catheter.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the venflon I 20ga 1.0 mm x 32mm has been found experiencing 20 occurrences of damaged catheters during use. The following has been provided by the initial reporter: getting peel back as well as the needle damaging the catheter.